Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
There was no ge service performed. The customer cleared the fault and the system was placed back into service. No further repair info is available.